Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a health care provider regarding a patient implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient's device was off or not working. The patient is scheduled for MRI of lumbar spine and had l-spine done previously when the stimulator was working. No further patient complications have been reported as a result of this event.